Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-2218-70 (B)(4) description: linear st lead with preloaded enhanced stylet - 70 cm.

Event description:
A report was received that a patient was experiencing shocking sensations while the stimulation was turned on. The bsn representative analyzed the patient's database and revealed no anomalies. The patient later was admitted to the emergency room as she was still experiencing the shocks. The physician prescribed her muscle relaxers and the patient is reportedly doing well following treatment.

Event description:
A report was received that a patient was experiencing shocking sensations while the stimulation was turned on. The bsn representative analyzed the patient's database and revealed no anomalies. The patient later was admitted to the emergency room as she was still experiencing the shocks. The physician prescribed her muscle relaxers and the patient is reportedly doing well following treatment.